Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported on a (B)(4) transmission from an asymptomatic patient that a nonsustained lead noise episode was recorded due to post paced t-wave oversensing. The device was reprogrammed.